Event description:
During the coiling of a carotid cavernous fistula, two penumbra coils of a total of 11 were not deployed and during retrieval into the microcatheter, they detached from the pusher. The first detached coil was the first coil used in the case. After 2-3 cm of deployment the physician was not able to push the coil anymore and bent the pusher attempting to push it. The physician was able to retrieve the coil in the microcatheter but the coil itself stretched and detached (or broke). The coil remained in the catheter and the physician was able to retrieve it from the patient. The second detached coil was the last coil deployed during the case. While deploying, the catheter moved into the fistula in the carotid artery and the physician decided not to try to reposition the catheter and retrieved the coil in the catheter. There was no friction noted during coil movement. The physician retrieved the coil outside the catheter using the coil sheath. The catheter was still in front of the fistula and when they visualized under fluoroscopy to remove it, they found that the coil had detached and was partially out of the catheter. When the catheter was removed completely from the internal carotid artery (ica), the coil moved out of the catheter and stopped in front of the fistula. A stent was successfully positioned in the ica to stabilize the coil.

Manufacturer narrative:
Device investigation: conclusion: the device was not returned for evaluation. Without the return of the device, the root cause of the issue cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Discarded by hospital.